Event description:
It was reported that the pneumatic drill leaked an unreported substance. There was no pt involvement, and no user injuries reported with this event. Attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. The pneumatic hose assembly was found to be damaged, so the assembly was replaced. Add'l preventative maintenance was also performed. The drill will be returned to the user facility.